Manufacturer narrative:
H6: investigation summary . There was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record review found no non-conformances associated with this issue during production of this batch. Though the incident could not be confirmed based on this complaint, bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA#1379444 was initiated to address the issue. H3 other text : see h10.

Event description:
It was reported that 1 bd venflon¿ pro safety shielded IV catheter each from lots 0022739, 0206932, and 0022740 leaked during use. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "I have been advised by a customer that they have had a number of ¿leakage¿ issues across the venflon pro safety range."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0022739, medical device expiration date: 2023-01-31, device manufacture date: (B)(6) 2020. Medical device lot #: 0206932, medical device expiration date: 2023-07-31, . Device manufacture date: (B)(6) 2020. Medical device lot #: 0022740, medical device expiration date: 2023-01-31, device manufacture date: (B)(6) 2020. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd venflon¿ pro safety shielded IV catheter each from lots 0022739, 0206932, and 0022740 leaked during use. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "I have been advised by a customer that they have had a number of ¿leakage¿ issues across the venflon pro safety range."